Manufacturer narrative:
An outside the united states (ous) customer contacted a siemens regional support center to report the observation of smoke and flames at the location on the track that housed the power cable for the centrifuge module. Siemens is investigating.

Event description:
The customer reported the observation of smoke and flames at the location on the track that housed the power cable for the centrifuge module. The power to the centrifuge module was turned off and the customer used a fire extinguisher to extinguish the flames. There are no known reports of adverse health consequences or required medical attention due to the event.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2025-00075 on 12-may-2025. Additional information 23-jun-2025: siemens evaluated this issue and provided the following conclusion. The power cable of the centrifuge module was found burnt and the cable had been coiled. The fire originated from the coiled section. The likely cause appears to be that the cable's insulation gradually deteriorated, possibly melting due to the sustained heat, eventually exposing the conductors and causing a short circuit, which led to the fire. This system is no longer under siemens warranty and is serviced by a third-party distributor. The voltage was tested and confirmed to be acceptable. After service and repair by the third-party distributor, the customer is operational.